Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), nausea ("nausea") and blood disorder ("blood/heart disorder") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, cardiac disorder, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, fatigue, tooth disorder, hormone level abnormal, nausea, weight decreased and blood disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, psych injury, perforation, bladder problems, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: patient demography and lab data was added. Previously added ¿injury¿ was replaced with ¿ perforation". New events " pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), blood/heart disorder, allergic rash, psych injury, bladder problems, uti, vaginal infection, fatigue, dental probs., hormonal changes, nausea, weight loss" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.